Event description:
Facility paramedics attempted to use the device to monitor during a call that was not of cardiac nature. Reportedly, the monitor failed to display the pt ECG. The observation or observations upon which this allegation was based was not reported. The crew stated that pt condition was not compromised by the equipment failure.